Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the product likely failed due to misuse, by product being put through excessive force or bending overload, and/or not inspected for wear and disfigurement and prior to use, which may have prevented the use of the instrument and its failure.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the tip of the inserter fractured while impacting the acetabular cup. The fractured tip remained in the acetabular cup and the cup was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.